Event description:
It was reported that during a procedure at the user facility the micro drill medium straight attachment was overheating. It was reported that the patient sustained a burn to the lip. The procedure was completed successfully with no clinically significant delay reported. The user facility was not able to provide any further information regarding this event.

Event description:
It was reported that during a procedure at the user facility the micro drill medium straight attachment was overheating. It was reported that the patient sustained a burn to the lip. The procedure was completed successfully with no clinically significant delay reported. The user facility was not able to provide any further information regarding this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, it was found that the nose cone had separated from the insulating tube. The device was discarded by the manufacturer.